Event description:
The plaintiff's attorney alleged that the decedent experienced an unspecified injury and subsequently expired on (B)(6) 2007 after the use of the product.

Manufacturer narrative:
(B)(4). This is one of two device reports related to this event, the associated manufacturer report numbers are 1225714-2014-13737 and 1225714-2014-13738.

Event description:
Additional information received noted the patient experienced alkalosis, cardiac arrhythmias, sudden cardiac arrest, and sudden cardiac death, which is alleged to have been caused by the product administered to the patient during dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.